Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in date of event is the complaint awareness date. Occupation: other, litigation paralegal. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilting of the filter, noted on a scan. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilting of the filter. A scan noted the patient's filter had tilted. The patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body.

Manufacturer narrative:
Corrected data: implant date: the correct implant date is on (B)(6) 2008. Event: additional information received per the medical records indicate that the patient has a history of a pelvic mass, massive pulmonary embolisim and deep vein thrombosis in the lower extremity. Five days prior to the index procedure, the patient had an exploratory laparotomy, right salpingo-oophorectomy, extensive lysis of adhesion, right pelvic lymphadenectomy, and omentectomy with removal of right periureteral tissue. The final histology was consistent with cystadenofibroma with focal atypia. The postoperative course was complicated by ileus and pelvic bleeding, which required four units of packed cells overall for resuscitation. Additionally, the patient developed a massive pulmonary embolism for which the trapease filter was implanted. The filter was deployed via the patient's left common femoral vein. It was placed in the infrarenal area of the inferior vena cava. The patient tolerated the filter implantation procedure well. Eleven days after the index procedure, the patient presented for a follow up evaluation with erythema in the lower left extremity. The patient was advised to wear thigh high stockings, take antibiotics, take vitamins and to take laxative/stool softener.   The results of computed tomography (CT) scans done approximately nine years after the index procedure indicate that the filter was intact with a posterior tilt of the superior apex. The superior apex was contacting the posterior wall of the inferior vena cava and the inferior apex was contacting the anterior wall. There was less than a 5 degrees tilt with respect to the anterior cortex of the l3 vertebral body. The struts appear intact without evidence of perforation. The inferior vena cava demonstrates normal caliber. The CT scans also revealed a 1 cm hypodense left renal cyst, a grade 1 degenerative anterolisthesis of l5 upon the s1 and mild atherosclerotic calcification of the nonaneurysmal abdominal aorta and proximal common iliac arteries. Additional information received per the patient profile form (ppf) states that the patient also experienced depression, mental anguish, emotional distress and worry. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, date rec¿d by MFR, type of reportable event and if follow-up, what type. Event: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of a pelvic mass, massive pulmonary embolism post operatively, and deep vein thrombosis in the lower extremity. The filter was deployed in the infrarenal area of the inferior vena cava. The patient tolerated the filter implantation procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilting of the filter. Eleven days after the index procedure, the patient presented for a follow up evaluation with erythema in the lower left extremity. The patient was advised to wear thigh high stockings, take antibiotics, take vitamins and to take laxative/stool softener. A CT scan done approximately nine years after the index procedure indicate that the filter was intact with a posterior tilt of the superior apex. The superior apex was contacting the posterior wall of the inferior vena cava and the inferior apex was contacting the anterior wall. There was less than a 5 degrees tilt with respect to the anterior cortex of the l3 vertebral body. The struts appear intact without evidence of perforation. The inferior vena cava demonstrates normal caliber. The CT scans also revealed a 1 cm hypodense left renal cyst, a grade 1 degenerative anterolisthesis of l5 upon the s1 and mild atherosclerotic calcification of the nonaneurysmal abdominal aorta and proximal common iliac arteries. Per the patient profile form (ppf), the patient also experienced depression, mental anguish, emotional distress and worry. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety and depression do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.